Event description:
It was reported that after successful placement of an acculink stent, the accunet filter detached from the wire and remained floating inside the stent. A second acculink stent was deployed inside the first acculink stent compressing the filter basket in place between the two stents. After the second stent was deployed the patient experienced hemiparesis of the right side. A CT scan and neuro-exam was done, but a stroke was not confirmed at that time. Additional information was received on 09/2005 day, stating that the patient had a repeat CT scan confirming that the patient did experience a stroke.